Event description:
Event reported through clinical follow-up. Thromboembolism. Permanent neurological event. Right hemiparesia, confusion, dysphoria, loss of equilibrium. No antithromboembolic therapy had been given prior to event. Treated with physiotherapy and aspirin.